Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen was not functioning as intended and only portions of the touchscreen were responsive to presses. Customer attempted to trigger a button alarm to clear the screen, however the screen was unable to be cleared. There was no reported impact to customer's blood glucose level. Customer indicated they have back up manual injections for continued insulin therapy.